Event description:
In (B)(6) and (B)(6) 2007 I had left, then right hips replaced using depuy asr metal on metal hip replacements at (B)(6). Pain started within the first year in the left hip. On 2011 I found out that these devices had been recalled. (B)(6) performed x-ray and blood test which were inconclusive. Pain continued to get worse and in (B)(6) 2018 (B)(6) performed x-ray, blood test and MRI. Blood test showed cobalt levels at 3-4 times normal and MRI showed fluid pockets around the left joint. Total hip revision surgery has been scheduled for (B)(6) 2018. The right hip at present seems ok.